Event description:
It was reported that a patient and spouse experienced difficulty establishing a connection after completing a sensor and transmitter swap. The transmitter code had not been updated, which prevented proper connection and resulted in insulin not being delivered appropriately for most of the day. The agent assisted in pairing the transmitter to the system and restoring normal function, and the patient¿s blood glucose levels were normal at the time of the call. The patient reported that blood glucose levels were affected, reaching a ¿high¿ reading over 400 mg/dl for a few hours. The patient used backup therapy by injecting novolog to return to a more normal range. No ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or other assistance, and no immediate health effects were experienced during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.